Manufacturer narrative:
Citation: ismail mf et al. Bovine jugular vein valved xenograft for extracardiac total cavo-pulmonary connection: the risk of thrombosis and the potential liver protection effect. Journal of cardiac surgery. 2020; 35:845-853. Doi: 10.1111/jocs.14484 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of postoperative outcomes in patients implanted with a bovine jugular vein valved xenograft and synthetic non-valved conduits. All data were collected from a single center between january 2002 and december 2017. The study population included 206 patients (predominantly male, mean age 5 years, mean weight 15 kg), 66 of which were implanted with medtronic contegra pulmonary valved conduits (no serial numbers provided). Among all medtronic contegra patients, 4 deaths occurred within 30 days of implant, and the reported survival was 91.67% at 1 year and 89.59% at 2 to 10 years. Reported causes of death among all patients included aspiration pneumonia, low cardiac output, bleeding, multiorgan failure, and uncontrolled protein-losing enteropathy. No further details or device relatedness were reported in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all medtronic contegra patients, adverse events included: chylothorax (pleural effusion), ascites, bleeding, stroke, sternal wound infection, atrio-ventricular (av) block, supraventricular tachycardia, hepatic fibrosis, thrombosis, obstruction. Of the patients who had thrombotic events, 3 patients had a kink in the conduit that required the implant of a stent and 1 patient required extracorporeal membrane oxygenation (ECMO) following thrombectomy. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.